Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. It was noted the patient's activated clotting time was outside of the range advised in the manta instructions for use. The manta instructions for use provides procedure requires that includes activated clotting time (act) should be below 250 seconds prior to closure.. The manta instructions for use also lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device includes, but is not limited to arterial damage and vessel laceration or trauma. Adverse events potentially related to the deployment of vascular closure devices have been identified and includes local trauma to the femoral or iliac artery wall, such as dissection and perforation of the iliofemoral arteries, causing bleeding/hemorrhage.

Event description:
The patient is a (B)(6)-year-old female who underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Manta 18f vascular closure device (manta) depth deployment was measured, confirmed with additional measures, and deployed at 7.0 cm + 1.0 cm. The index device was a 26 mm valve delivered via a 14f procedure sheath. The reporter confirmed that at the time of closure there was no noted inflammation/swelling, hematoma, or any other condition present that would alter the deployment depth from the initially measured depth. The operator deployed the manta and deployment steps were described by the reporter as "perfect." Hemostasis was achieved in 25 seconds. A contralateral post-deployment angiogram was taken and revealed an "artery rupture" at an unknown distance above the segment where the manta was deployed. A cardiothoracic surgeon performed surgical cut down to repair the artery. The surgeon noted the manta was located in the puncture tract. The intact manta device was explanted.

Manufacturer narrative:
From the complainant description, post closure angiogram revealed an artery rupture above the manta access site. During surgical intervention to address the rupture, the cardiothoracic surgeon noted the manta was in the puncture tract and intact. There are many potential causes for a tract deployment however, it is inconclusive for this event due to insufficient information. The arterial rupture is suspected to have been caused by the procedural sheath and not by the manta closure device. Risk documentation was reviewed; and this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The IFU was reviewed and lists other access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention as possible adverse events. For mn2001260, angle measurements were reviewed. All angles were within specification for post-gamma. The document history was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Device model corrected from manta 18f vascular closure device to manta 14f vascular closure device throughout report

Event description:
Manta 14f vascular closure device (manta) depth deployment was measured, confirmed with additional measures, and deployed at 7.0 cm + 1.0 cm.